Manufacturer narrative:
(B)(4).

Event description:
Nurse and patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Performed trouble shooting steps with the patient's mother. The reported issue was resolved as patient's mother indicated that the issues have been resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.